Manufacturer narrative:
This is 2 of 2 manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05410. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve, delivery system, and wire were pushed outside the expandable section of the esheath into the right iliac and was unable to be retrieve requiring a vascular cutdown on both sides, abdominal cutdown, and fem fem bypass to retrieve the device. Patient is alive and major bleeding did occur.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has previously been documented in product risk assessment (pra). The review of these documents confirmed that these mitigations remain applicable to the manufacturing of the complaint device. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed 2 other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for sheath plus introducer set and no IFU/training deficiencies were identified. The complaints for resistance between system components and inability to advance through sheath and liner torn were unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per complaint details, "during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve, delivery system, and wire were pushed outside the expandable section of the esheath into the right iliac and was unable to be retrieve requiring a vascular cutdown on both sides, abdominal cutdown, and fem fem bypass to retrieve the device." Further complaint details state that calcification and tortuosity was present in the patient's access vessels. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the complaint event. Additionally, calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weaken liner can tear during the advance of the delivery system. Tortuosity can cause sub-optimal angles that can cause the delivery system to potentially catch on the liner and create liner damage/tears. Furthermore, in order to overcome these patient factors, excessive manipulation was likely used to further advance the delivery system. The torn liner then allowed the valve, delivery system and wire to be pushed outside the esheath. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) likely contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities.